Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was identified that the top bag was disconnected from the cassette which led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm. Rts advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal 91000, dominican republic. H1: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, disconnection between the line of the homechoice cassette and the bag was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.